Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see the associated report: 0001822565-2023-03772. D10: concomitant medical products, part number (lot number): 110031399 (65222063). Associated product information: 110030776 (65075781). The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that a reverse arthroplasty revision procedure was needed due to poly loosening in the joint approximately one (1) year and eight (8) months after initial implantation. No other injuries were reported due to this disassociation, and medical records are unavailable for review. The revision surgery was successful without any complications. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.